Event description:
A review of service data detected a reportable event. During servicing of battery pack which was returned for routine maintenance, it was discovered that the battery pack would not charge. When the benchmarq gas gage ic within the pack was interoogated it was found that the charger safety switch bit #3 was set, indicating excessive current draw the last time the battery was being charged. The last pt to use the battery pack did not expierience any problems with it.